Manufacturer narrative:
Smiths medical pm, inc. Imports the ventilator from smiths medical international, ltd. Smiths medical pm, inc. Kits a pt circuit and regulator and packages it with the ventilator. The ventilator has been returned to smiths medical international, ltd. For further evaluation. So far we have not been able to get any add'l info regarding this ventilator from the tri-anim sales representative. We do not know whether or not the unit was returned to tri-anim from a user facility or whether it was the sales representative's demo unit. No info received to date suggests that the unit was on a pt at the time the issue was detected. The vr1 ventilator is intended to be used for emergency or transport situations in which the pt would be attended to at all times. This condition would most likely be detected during pre-use checks and if it were to occur while in use on a pt, it would be readily apparent to the clinician and the clinician could continue to ventilate the pt using the manual mode. Documents included: operation manual pages pertaining to auto/manual modes, pre-use and functional checks, applicable warnings and cautions. See scanned pages.

Event description:
A pneupac vr1 ventilator was returned to the smiths medical pm, inc. Service department because the distributor, tri-anim health services, alleged that the ventilator would not run in auto mode. The service department evaluated the unit and found that the unit would not lock into auto mode and as it cycled, it would drift back to manual mode. The unit did function properly in manual mode.